Event description:
During the procedure, the patient was on bypass with a full heart but when coming off bypass, it was noted by the surgeon that there was a perforation on the dome of the left atrium that allegedly was created by the mlp device. The hole was repaired with one suture.

Manufacturer narrative:
The device was discarded; however, purchasing records were able to provide the device lot number. The device history records were reviewed for non-conformance and rework routers. No non-conformance reports or rework routers were found which could have contributed to the events reported.